Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heart start xl+ defibrillator monitor stating that the indicator light was faulty. The rse evaluated the device remotely and determined that the small screen in the upper right corner was marked with a red cross. However, the device passed the self-test and there was no error message on the main display. The rse recommended to unplug and re- insert the error indicator screen to resolve the issue. After that the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported problem was determined to be caused by a loose connection of the plug that connects the screen. The root cause of which could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The issue was resolved by re-plugging the error indicator screen. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl+ defibrillators indicator light display is faulty. There was no reported patient involvement.